Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter dislodged from the urethra was not intact or not witnessed, also possible retained pieces. The catheter tubing was found outside the urethra on the blue chux upon evaluation. The registered nurse observed tubing which looked severed near the tip where the foley bulb was usually located. The nurse leader, resident, and doctor (obstetrician) were made aware. The foley was placed two hours prior to this event and was secured to the patient¿s right thigh with an abundance of slack to prevent tugs. Also, the foley catheter drained properly for up for two hours. No patient reported sudden movements or occurrences that might have caused a dislodgement. The therapies being used on the patient at the time of the event that might have caused or contributed to the event.

Manufacturer narrative:
The reported event was confirmed cause unknown. No actions can be taken at this time since a root cause was not identified. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter. Visual inspection of the sample noted that the tip of the catheter was broke off or cut off, looks like a semi clean cut. This does not meet specification which states missing, damaged, leaking, torn, broken, incomplete or incorrect components are not permitted, the clamp must be closed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: intended for use in the drainage and/or collection and/or measurement of urine, generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as a nephrostomy tract. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally strzel. Warning: do not use if allergic to iodine. For urological use only: warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Correction: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter dislodged from the urethra was not intact or not witnessed, also possible retained pieces. The catheter tubing was found outside the urethra on the blue chux upon evaluation. The registered nurse observed tubing which looked severed near the tip where the foley bulb was usually located. The nurse leader, resident, and doctor (obstetrician) were made aware. The foley was placed two hours prior to this event and was secured to the patient¿s right thigh with an abundance of slack to prevent tugs. Also, the foley catheter drained properly for up for two hours. No patient reported sudden movements or occurrences that might have caused a dislodgement. The therapies being used on the patient at the time of the event that might have caused or contributed to the event.